Event description:
A surgeon reports that following intraocular lens (iol) implant surgery they noted a cloudiness to the edge of the iol, like a 'ring' on the edges and as a film on the anterior and posterior of the optic. A yag was performed, but the cloudiness remained. The patient's visual acuity has been affected. The patient is being treated with anti-glaucoma medications for high intraocular pressure. Additional information has been requested.